Event description:
A surgeon reports that, following cataract surgery, a pt is experiencing visual disturbances. The pt states it is "like looking through shattered glass". The surgeon commented that he noticed a bit of wrinkling in the posterior capsule, but otherwise the surgery was routine. The association between ths event and the intraocular lens (iol) is not known. More info is being sought. The iol remains implanted.